Event description:
It was reported that starting two weeks prior, the pt experienced increased baseline pain. Then the stimulation stopped completely two days ago. There was no known related accident or incident. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.